Manufacturer narrative:
(B)(4) section g4: the rt200 adult dual heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The510(k) for that product is k983112. Method: the subject rt200 breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on the information video and a photograph provided by the customer and our knowledge of the product. Results: review of the video and the photograph provided confirm that the ventilator failed the pre-use ventilator leak test. Conclusion: without the return of the subject device, we are unable to determine the cause of the reported event. All rt200 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt200 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor in china reported on behalf of a healthcare facility that an rt200 adult ventilator circuit dual heated with mr290 autofeed chamber failed the ventilator leak test before patient use. There was no patient involvement reported.